Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that during an infusion of blood a pump alarmed air limit exceeded when there was no blood in the line and it continued to go off every 10 seconds. The customer stated that the pump was exchanged for another pump to continue the infusion. It was also reported that there was no pt injury.